Manufacturer narrative:
The device associated with the reported event was not returned. The product lot code was not provided. A search of the complaint database against product code 950502012 found additional reports of device fracture. The search found the design of the mbt keel punch was reviewed (CAPA-(B)(4)) and a design change was made by removing the two tabs on the keel punch to address the root cause that was attributed to the fatigue and failure of the two tabs at the interaction point with the hp mbt keel punch impactor (B)(4). The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, follow-up medwatch will be filed as appropriate.

Event description:
The mbt keel punch had a knob break off and made it difficult to remove from the tibia.